Event description:
The patient's explanted generator and lead were received. The reason for the device explanted was not reported and the explanting surgeon was not known. During product analysis, high impedance was observed to have occurred; however, it is unclear if the high impedance was due to explant procedure or device malfunction. Lead analysis was performed. It was indicated that the condition of the lead portion was consistent with the conditions that typically exist following explant procedure. X-ray images taken during the decontamination process show an inadequate electrical connection between conductive surface of the generator and connector ring as an ¿as received¿ condition. Continuity checks of the returned lead portion were performed, during functional analysis, with no discontinuities identified. Note that since a significant portion of the lead assembly (body) including a portion of the connector boot containing the model/serial number tag, and the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. Generator analysis was performed. It was indicated that the generator performed according to functional specifications. It was noted that the generator was found to be at ifi = no condition with the battery indicated 3.098 volts and the percentage consumed indicating 20.632%. High impedance was noted on (B)(6) 2020 and could not be attributed to explant as the explant date is not known. No additional relevant information has been received to date.